Manufacturer narrative:
Correction: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported 4 days postoperatively from a hernia repair with mesh that the patient underwent an additional surgery. The patient reports abdominal pain described as radiating, stabbing, and electric shock-like, along with hives on scars, disabling daily pain, and mobility problems. There were no patient symptoms/injuries related to this event.

Event description:
It was reported that the initial surgery was a hernia of the white line on (B)(6) 2024, then following implantation of the mesh on (B)(6) 2024, the patient experienced abdominal pain described as radiating, stabbing, and electric shock-like, along with hives on scars in flares, disabling daily pain, and mobility problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.